Manufacturer narrative:
A (B)(4) customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and aligned the sample probe. The cse also replaced the sample drain, waste tubing and performed a system preventive maintenance. The cause of the discordant calcium results is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant calcium (ca) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.